Event description:
A customer in (B)(6) notified biomérieux of discrepant results associated with vitek®2 yst test kit (reference (B)(4)). The customer reported that the rhodotorula spp is not related phylogenetically with the cryptococcus, and instead of a mistaken identification as other cryptococcus sp, vitek® 2 gave a result of rhodotorula as tested identification, and somehow gave alternative possibility of cryptococcus albidus in the analysis message. The percentage identification of (B)(6)% is low, and (B)(6) ink does not differentiate these organism as both shown encapsulated budding yeast cell. The sample used was for quality assurance testing. There was no effect on patient treatment or condition. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
A customer in (B)(6) obtained an identification of rhodotorula glutinis/mucilaginosa/ (crypto. Laurentii) using the vitek® 2 yst test kit for a rcpa survey strain. The expected identification was cryptococcus (naganishia) antarticus or c. Bhutanensis. An internal biomérieux investigation was performed; however, the customer's strain and raw data were not available for submission. Neither c. Antarticus nor c. Bhutanensis are in the vitek 2 yst card knowledge base. When an isolate is tested using the vitek 2 yst card, it will attempt to match the reactions to known reaction patterns stored in the knowledge base. If the reaction pattern of an unclaimed species is tested and match those in the knowledge base with a high degree of confidence, a misidentification can occur. The vitek 2 product labeling contains the following warning in the limitations section: testing of unclaimed species may result in an unidentified result or a misidentification. Vitek 2 yst test kit (lot # 2430352103) met final qc release criteria and passed initial qc performance testing.